Event description:
This supplemental report is being filed to provide additional information regarding product explant/analysis. It was reported that the patient had multiple inappropriate shocks. The physician may replace the system with a transvenous system. There were no additional adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks. The physician may replace the system with a transvenous system. There were no additional adverse patient effects. The device remains implanted.

Event description:
It was reported that the patient had multiple inappropriate shocks. The physician may replace the system with a transvenous system. There were no additional adverse patient effects. The device remains implanted.